Manufacturer narrative:
Olympus requested additional details regarding the reported device and event, but the information is pending. The investigation is in progress; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oskg) was informed via repair request that the customer endoeye high-definition ii, autoclavable video telescope ¿shows green screen¿. The customer reported problem was found at an unspecified procedure. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The reported issue was able to be traced back to a defective cable unit. The following possible causes were identified: 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig 5016938 not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available - the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.